Manufacturer narrative:
The provider handled the evaluation and repair of the device. Due to the alleged incident, the batteries were found to be disconnected. The provider repaired the device and is now working properly.

Event description:
Consumer alleges while bending down to pick up his grand daughter his elbow hit the joystick knob causing him to go backwards over the curb. Consumer alleges his unit will not power up and a cord has come loose.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges while bending down to pick up his grand daughter his elbow hit the joystick knob causing him to go backwards over the curb. Consumer alleges his unit will not power up and a cord has come loose.